Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the pacemaker and right atrial (ra) lead exhibited high out of range pacing impedance measurements of greater than 2000 ohms and high threshold measurements for an unknown reason. A revision procedure would be scheduled at a different facility in a different state at an unknown date in the future. At this time the ra lead and pacemaker remain in service and no adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Additional information was received that a procedure occurred where the pacemaker was explanted for reported normal battery depletion and the right atrial (ra) lead remained in service with the new device. No additional adverse patient effects were reported.